Event description:
It was reported that customer received excessive errors on pump. Errors were resolved with infusion set change. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was returned for low battery alarms and a power error alarm. The alarms were confirmed during testing. The root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case and a cracked reservoir tube lip.